Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported by the theatre assistant, the new t2 target device did not function properly. Surgeon was not able to place the sleeves through the target device. It was also stated that two small bolts were found on the table and that it happened when the connecting piece was taken out.